Event description:
This complaint is now reportable based on information received on 06/15/2009 from the analysis site that the device was returned fractured. It was reported that during a percutaneous transluminal angioplasty (pta) and stenting procedure, advancement difficulties were encountered. The 80% stenosed, eccentric and de novo lesion was located in the calcified and tortuous mid left anterior descending (lad) artery. The vessel 3.0mm in diameter and the lesion was 20mm long. Vascular access was obtained through the femoral artery. The lesion was not pre-dilated. The physician placed a y-valve at femoral artery and inserted an unspecified 6f guide catheter. A rotawire floppy was inserted and connected the rotalink burr with the advancer. Upon attempting to track the rotalink burr onto the rotawire, significant resistance was encountered by the physician at a location about 3cm to the y-valve, outside of the patient. Then the physician attempted access with two other rotawire floppy from the same box consecutively, but experienced a similar resistance. The physician also changed the rotalink burr with another of the same lot, and encountered the same resistance. Then the physician changed the advancer and experienced the same resistance. The physician applied more force and tracked the rotalink burr onto the rotawire and finished the procedure. The procedure was completed successfully with a different device. No patient injuries or complications were reported. The patient's status was reported as "stable." It was further reported that the tip of the guide wire did not fracture during use. Returned device analysis revealed a fracture guide wire.

Manufacturer narrative:
Unit received inside original open pouch loaded inside protective hoop, with distal tip missing. Visual examination of the returned device revealed a fractured spring tip and approximately 1.4cm of the wire missing from the tip. The customer did not complain about fracture. The outer diameter at fractured site .00170" and the overall length of the guide wire is 327cm. Based on the outer diameter dw specifications approximately 1.40cm is missing from distal end including spring tip coils. The fractured section was sent to analytical lab for scanning electron microscopy (sem) fracture analysis. Sem results indicated that the fracture site and surrounding core wire exhibited conditions consistent with corrosion. The unknown type of corrosive product attacked the core wire along the grain boundaries in a longitudinal direction thus masking any mode of fracture indicators. The mode of fracture could not be determined due to the physical or corroded condition of the wire. The device was not used in accordance with dfu because the distal rubber gripper was not removed from the burr and the advancer knob would not slide back and forth while loading the wire. The dfu details instructions on the proper set up of the rotablator system. The rotablator dfu instructs the user: "remove any lubricant that may have built up on the burr during the guide wiring loading." If lubricant is not removed, it may result in difficult guiding the wire through the advancer. The dfu also instructs the user "if it is difficult to guide wire through the advancer, slide the advancer knob back and forth while gently pushing the wire." The dfu for rotalink also instructs the user how and when to remove the distal gripper from the device. "Gently remove the distal rubber gripper from the burr". If the distal gripper is not removed before advancing the advancer knob the coil of the catheter may become kinked and would result in guide wire restriction. The mode of fracture could not be determined due to the physical or corroded condition of the wire. Further examination of a rotablator guide wire revealed extensive corrosion at the fracture site. The returned unit shows a long fissure open to the surface on one side and extending to the end (or intercepting what is left of the fracture site). There are also directional corrosion patterns running longitudinally along the axis of the wire. The visible mass loss receding deep inside the wire suggests that a large amount of stainless steel material had been dissolved away. Investigation analysis did not examine the "fracture site", but what is left of the fracture site. The extensive corrosion attack along with the fact that only the proximal wire end was returned (the distal spring tip was not returned) provides marginal sampling conditions for a more reliable failure mode investigation. However, observations based on these sem images are consistent with the hypothesis that at some point the wire experienced extensive chemical corrosion. The manufacturing records were reviewed and no issues or discrepancies were found and that the device met all specifications. The most probable root cause for difficulty advancing has been attributed to user/use error as the dfu was not followed. The most probable root cause for the corrosion could not be determined. (B)(4).